Manufacturer narrative:
The biomed confirmed that the led does illuminate and wants to know if he should follow the manual reference to replace the power switch overlay. The customer was advised to replace the ui assembly. Attempts were made to obtain information regarding the repair and operational status of the device, but no response was received from the customer. No further information was available.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
The customer reported alarm light emitting diode (led) failure. There was no patient involvement.